Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it displaying the patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift and efm.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.